Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low flow alarms were observed. CT angiography showed outflow graft compression and the patient was taken to the operating room for release of accumulated material around graft/ outflow revision. Low flow alarms continued and a pump exchange was considered. It was also reported that the inflow cannula was found to be in close proximity to anterior wall of left ventricle (lv), and possibly very pre-load sensitive as a result causing low flow alarms. Patient was asymptomatic. Patient remains in cardio thoracic intensive care unit (cticu) on inhaled nitric oxide/ milrinone for right ventricle (rv) failure. Additional information was request, however was not provided.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the report of low flow events. However, the report of an outflow graft compression as well as the report that the inflow cannula was in close proximity to the anterior wall of the left ventricle could not be confirmed through this evaluation as the device remains in use and no photographs or CT images were provided. A specific cause for the reported outflow graft compression and the malpositioned inflow cannula could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported right ventricular failure could not be determined through this evaluation. It was reported on (B)(6) 2019 that the patient experienced recurrent low flow alarms. Additional information provided by the account on (B)(6) 2019 indicated that a cta was performed, which showed an outflow graft compression. The patient was reportedly returned to the operating room for release of accumulated material around the graft/outflow revision. The patient continued to have low flow alarms following the procedure. He remained asymptomatic and currently remained in the cticu on inhaled nitric oxide and milrinone for right ventricular failure. It was additionally reported on (B)(6) 2020 that the patient was still experiencing low flow events; however, the low flow events at this time were not associated with an audible alarm. Review of the submitted system controller log files confirmed multiple low flow events from (B)(6) 2019-(B)(6) 2019, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020-(B)(6) 2020. Most of the low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow alarm threshold of 2.5 lpm. Estimated flow reduced as low as 2.3 lpm only on a few occasions. No elevations in pump power were observed. Despite the multiple low flow events, the pump appeared to be operating as intended with no abnormal low speed events captured. A specific cause for the low flow events captured in the submitted log file data could not be conclusively determined through this evaluation; however, the customer reported that during the outflow revision in the operating room, the inflow cannula was found to be in close proximity to the anterior wall of the left ventricle. It was reportedly believed that as a result, the patient was very pre-load sensitive, which ultimately caused the low flow events. Additional information provided by the account on (B)(6) 2020 indicated that the patient was ultimately discharged home on an epc controller and the low flows were not resolved. The patient went home without issue. It was reported that no further information was available and no CT images of the inflow or outflow were able to be provided. The patient remains ongoing on (B)(6) and no additional complaints related to low flow events have been reported at this time. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.